Manufacturer narrative:
The patient¿s weight is unknown. Additional product codes for this report include: gff, gfa, and hsz. (Other): partial UDI number: (B)(4) lot unknown. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) procedure on (B)(6) 2016 in order to treat a pilon fracture of the ankle. During the operation, two (2) 2.5mm drill bit tips broke in the patient's bone. Although some fragments were reportedly retrieved, an unknown number of fragments remained embedded in the bone. Additional drill bits were available to complete the procedure without delay. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. The results are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacture date: may 16, 2016. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.5mm drill bit/qc/gold180mm non sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was completed: the 2 devices were returned and reported to have broken during surgery. This condition is confirmed; the distal end of both devices have sheared off and were not returned for evaluation. For the one device (lot h090917), the returned drill bit measures 156mm which means that the sheared off fragment would be approximately 26.0mm long with reference to product drawing. For the other device (lot 9969390), the returned drill bit measures 160mm which means that the sheared off fragment would be approximately 22.0mm long with reference to product drawing. The balance of the returned devices appears to be in worn condition and show significant wear along the cutting edges. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Per the technique guide, the 310.23 2.5mm drill bit is an instrument routinely used in multiple systems including the locking calcaneal plate instrument and implant set. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that a collision with an implant or application of excessive force has led to this complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.